Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons have been sticking for four months. She reports that her pump is scrolling. The pump worn exterior to garments, is cleaned with a damp cloth, and a protective lens film is utilized. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn by the down arrow key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and the contrast and ok keypad buttons responded appropriately. All of the key contacts spring back or click normally. Evaluation revealed that there was contamination under the key contacts. Unrelated to this complaint, evaluation revealed a scratched and discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.